Event description:
It was reported that the proximal end of the dilator was not smooth, making it impossible to insert the skin. No patient injury reported. No other information provided. It was reported this occurred with 3 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.